Event description:
It was reported that during a laparoscopic chole (appendectomy) case, the monopolar cord 'popped' and burned in two pieces. There was no consequence to the pt.

Manufacturer narrative:
Enduser purchased instrument on (B)(4) 2006. Conclusion: cable worn over period of three years. Evaluation summary - 8106.033 - monopolar connecting cable - lot # 528/334. Visual inspection of the cable showed wires broken in the cable near the strain relief side that connects to a device. With a wire break, arcing occurs, and the connection is broken. There was no other damage to the cable. Cause: use from the wear and tear over a period of three yrs. To our knowledge, this is an isolated occurrence for this yr.